Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the system. Fss confirmed the 2012 error issue; therefore, he replaced the unit with a loaner machine (serial no. (B)(4)). The loaner system was checked and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error 2012 (instrument host timeout error) occurred with the whitestar signature system. The customer restarted the system and it started up. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
Device manufacture date: in the initial MDR report, the date ''5/7/2015'' was listed, which was incorrect. The correct device manufacture date is ''5/27/2015''. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.